Event description:
When the graft was declamped, it leaked approx 400 cc of blood over a period of about 6 to 10 minutes. The graft became blood-tight on its own and was left in. The pt's condition is fine.